Event description:
A cannulated screw 4.0 has broken off into the pt post-operatively. The products were explanted except one screw fragment which was too difficult to get out without unnecessary damage to surrounding bones. The reason for revision was non-union.

Manufacturer narrative:
The distributor has sent out the removed fragments (B)(4) to aap. Therefore a follow-up report will be sent to the FDA after investigation of the screw fragments. Nevertheless it seems at the moment that the screw broke because of the non-union of the bone which is a common root cause for implant failure.